Manufacturer narrative:
The device was later returned for laboratory analysis. Review of disk memory noted a low out of range shock impedance measurement upon delivery of the final recorded shock. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that while hospitalized for an unknown reason the patient implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead experienced an episode of ventricular fibrillation (vf) arrest for which the device did not deliver therapy due to capacitor charge times exceeding the limit triggering code 1007. The device was also noted to be at end of life (eol) causing the physician to suspect premature battery depletion. Upon review of device data it was noted that the last successful charge and shock was the same date as the message indicating charge times were exceeded. Boston scientific technical services (ts) suggested the shock may have resulted in the code if a shorted shock lead condition were present. Due to limited or overwritten data no other codes or potential lead involvement could be confirmed. Device replacement was recommended. A revision procedure was performed at which time the rv lead was tested returning normal measurements. The device was then explanted and rv lead surgically abandoned before implant of a new system. Information was later received noting the patient's hospitalization was the result of a previous episode of vf for which the device did not provide therapy requiring the patient to be rescued via CPR and external shocks. No additional adverse patient effects were reported. This system is no longer in service.